Event description:
It was reported that an ilet pump displayed repeated alert 38 during rewind and fill, with the device unable to complete the rewind and generating a consecutive motor stall consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem was identified during the assessment, and the issue aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.